Event description:
It was reported that a patient had a surgical revision to remove advance male sling system due to recurring incontinence. It was replaced with artificial urinary sphincter.

Event description:
It was reported that a patient had a surgical revision to remove advance male sling system due to recurring incontinence. It was replaced with artificial urinary sphincter. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.